Event description:
Nurse heard what she described as a "whoosh" and "poof" and the vent went off. The patient was bagged via ambu until vent replaced. No adverse outcome to patient. The manufacturer's service rep was called in re: diagnostic code 9081 in memory (service report dd2485). Internal maintenance noted that the filter on the expiratory limb may have clogged with humidity. All system tests ok to specifications. In follow up it was noted that this patient was being treated with a drug which requires a protective filter on the expiratory limb to protect to protect the vent from the med when aerosolized. This filter is to be changed frequently to prevent resistance and occlusion, as seen in this case. Staff was reminded of need for changing filiters often.